Manufacturer narrative:
Initial

Event description:
It was reported that the user experienced persistent elevated blood glucose between 180¿250 mg/dl, reaching 366 mg/dl and remaining above 180 mg/dl for several hours, after a recent change to lispro and while using meal announcements for correction on the ilet system. Symptoms included hyperglycemia with irritability and increased urinary frequency. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no findings available and insufficient information regarding a device problem or specific component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.